Manufacturer narrative:
A deployed wallflex partially covered esophageal stent was returned for analysis. Visual examination of the stent identified no damage to the stent wires. Multiple slits/holes were noted along the stent cover, all of which were smaller than 1.0 mm in diameter. This passes the in process inspection criteria per the wallflex esophageal stents inspection procedure. No other issues were noted with the profile of the stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Although it is noted that these pinholes were within specification. The investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex partially covered esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat an esophageal malignancy. Reportedly, the patient's anatomy was not tortuous, the lesion was approximately 3cm in size and was not dilated prior to the procedure. After the stent was fully deployed in the esophagus, it was noted that there were holes in the covering of the stent. The device was removed using rat tooth forceps and the procedure was completed with a fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex partially covered esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2015. According to the complainant, the stent was to be used to treat an esophageal malignancy. Reportedly, the patient's anatomy was not tortuous, the lesion was approximately 3cm in size and was not dilated prior to the procedure. After the stent was fully deployed in the esophagus, it was noted that there were holes in the covering of the stent. The device was removed using rat tooth forceps and the procedure was completed with a fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.